Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "f-38 alarm" was confirmed during device evaluation. The root cause was due to the force sensing resistors being out of range. The force sensing resistors were changed to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter mexico reported a flogard infusion pump with a f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.